Event description:
It is reported that the device was implanted in 2006. The patient reported that while kneeling and leaning backwards, he heard a "pop" in his knee and then became unstable. Ten months later, the device was revised where it was found that the patients knee was loose in flexion and tight in extension.

Manufacturer narrative:
H3: evaluation summary: cause cannot be definitively determined with the information supplied. However, it is possible that a ligament ruptured which caused instability in flexion. The surgeon removed additional bone on femur to balance the knee. If x-rays were provided, further conclusions might be possible, eg. Evidence of ligament repair. No product was returned for eval. Device history records indicate MFR to specification.